Manufacturer narrative:
Investigation summary: one open 30g x 5mm autoshield duo pen needle sample was returned from lot. No. 7229881, cat. No. 329605. Visual examination was carried out on the returned sample and a bent patient end of cannula was observed. Due to the condition the sample was returned no clog testing or activation testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no manufacturing related issues were observed on the returned sample therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle was broken. The report is as follows, "the needle end (patient) is broken/defective. The safety mechanism do not active after the injection. Insulin coming through the needle when the needle raised up from skin."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo safety pen needle was broken. The report is as follows, "the needle end (patient) is broken/defective. The safety mechanism do not active after the injection. Insulin coming through the needle when the needle raised up from skin."